Manufacturer narrative:
Medwatch sent to the FDA on 11/17/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the event of deflation as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications: possible complications of the use of orbera include: balloon deflation and subsequent replacement.

Event description:
A patient with the orbera intragastric balloon had "reported greenish urine. It was performed endoscopy and confirmed extravasation in the balloon valve."

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 02/14/2017. Additional information: report date, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR, evaluation codes. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The shell was noted to be half brown and half blue in color. Blue and white particles were noted on the outer surface of the shell. The valve was noted to be discolored, and blue in color. Two separate openings were observed on the shell of the device. A valve test was performed and observed the flow of di water to be continuous and unobstructed. An air leak test was performed and the device was leaking from the two openings on the shell. Under microscopic analysis, the openings were noted to be striated which is consistent with damage from a removal tool. Also under microscopic analysis, brown particles were noted in the valve channel/hole.